Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion" "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.

Event description:
The legal representative of a female patient reported that she had experienced an eye infection in 2006 associated with wear of focus dailies contact lenses. She visited various doctors before seeking care at an eye hospital in another country in 2007. After several tests and examinations, she was diagnosed with acanthamoeba keratitis by a consultant ophthalmic surgeon. The legal representative stated that the patient had a corneal epithelial defect within a ring scar and that a medical report dated 14th november 2007 mentioned that the patient's visual acuity was 6/12 although the quality of the vision would be poor due to a central scar. The legal representative stated that the patient had been treated with hexamidine and phmb 0.02% (polyhexamide) eye drops and that she is still undergoing treatment and follow-up. Requests have been made for additional information, however, no further information has been provided.